Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three potential inappropriate shocks for an atrial arrhythmia with rapid ventricular response (rvr). The algorithm initially withheld therapy appropriately for approximately 13 minutes until the patient transitioned into a dual tachycardia. The device correctly delivered anti-tachycardia pacing (atp) therapy, which converted the ventricular rhythm; however, the atrial arrhythmia persisted, that eventually resulted in the delivery of three shocks. No additional adverse patient effects were reported. This ICD remains in service.